Manufacturer narrative:
Internal file number (B)(4). D10/h3 correction: return status. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a perforation from the saphenous vein graft to the diagonal branch. A 2.8 x 16 mm graftmaster covered stent was used; however, it failed to cross the lesion due to the anatomy. An unspecified balloon was then used. It was placed for approximately 10 minutes in the lesion until the perforation sealed. The graftmaster device did not cause or contribute to complications or adverse patient effects. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.